Event description:
It was reported that the customer found smoke coming from the device and bad burning smell after hearing an explosive sound. The device was stored near the reception counter during business hours and moved to a warehouse every day after the shop closes. The incident occurred at the warehouse when the device was stored. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Extensive device analysis found evidence of significant misalignment of the j1/p201 connector interface. This misalignment is believed to be the probable cause of adjacent pin shorting and subsequent cell venting. However, a conclusive cause was not determined. A replacement device was provided to the customer.